Manufacturer narrative:
H3: pending device return and investigation.

Event description:
As reported, the event occurred during removal of trial stem in preparation for implantation of definitive implants. Trial stem inserter was fully threaded into trial stem, and upon attempted removal of the trial stem, the inserter became disengaged from the trial stem which remained seated in the humeral canal. The trial stem inserter was unable to be re-engaged with the trial stem. Further inspection revealed the threading of the trial stem inserter which engages with the trial stem had stripped off. Trial stem was successfully removed using alternative methods, and case proceeded to completion at the surgeons satisfaction. The surgeon removed all parts/pieces from the patient. There was a <5 minute delay and no adverse events as a result. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
H3: the broken device reported may have been the result of either the threads becoming stripped or from the subcomponents containing the threaded tip disassembling from the handle, subsequently resulting in the handle disassembling from the stem trial and preventing reassembly. However, this cannot be confirmed because the component was not returned for evaluation.